Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observe and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.